Event description:
It was reported that the customer's insulin pump display went blank, despite receipt of a new battery cap and this was causing her to have high blood glucose readings. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucose was 110 mg/dl at time of report. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump passed self-test and all operating currents were normal. No blank display or damage inside pump noted. The insulin pump passed functional testing. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.